Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier alert. The right ventricular lead exhibited fluctuations in impedance measurements and noise episodes. No intervention was performed and the patient was sent home. The lead was reported to have been revised at a later unknown date; it is unclear if the lead was repositioned, capped or explanted. The patient was noted to be in good conditions post surgery.